Event description:
It was reported that this pacemaker was explanted due to infection with sepsis. The patient expired during the procedure and the suspected cause of death was post-anesthesia complications. It was reported that this product was explanted due to infection with sepsis. The patient expired four days after the explant procedure occurred and the suspected cause of death was post-anesthesia complications. Additional information was received indicating the sepsis was believed to be a contributing cause of the patient's death. The cause of the sepsis was unknown, however the physician did not feel the sepsis was related to the implanted product. Additionally, the patient had other co-morbidities which were believed to be a contributing factor as well.

Manufacturer narrative:
Correction to field b5: describe event or problem to clarify sequence of events, new information received also provided. Correction to field b2: date of death.

Event description:
It was reported that this pacemaker was explanted due to infection with sepsis. The patient expired during the procedure and the suspected cause of death was post-anesthesia complications.